Event description:
Information received information indicating that a smiths medical cadd ms3 pump lost programming. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Investigation could not duplicate the reported issue. According to the investigation, the device was powered up and ran without issues. The software will be replaced as a preventive measure.